Manufacturer narrative:
Device evaluated by MFR: the pump, effluent/supply line, shaft and tip were visually inspected. There was no fluid present inside the attached waste bag, device, and pump assembly, indicating the device was not used/prepped. Visual inspection revealed that there was a kink in the effluent line with the supply line broken at the kinked location, which was 55cm from the custom barb luer nut connected to the snapfit adapter. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that there device fractured. An angiojet solent omni catheter was selected for use in a thrombectomy procedure in the lower leg. During preparation, the physician opened the device from the sterile packaging and it was noted that there was an internal fracture in the tubing. The device was not used on the patient. A new device of the same model was selected to finish the procedure. The patient experienced no complications and is fine.